Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that 10 days post implant this right ventricular (rv) lead exhibited decreased amplitude and loss of capture (loc) at 5 volts. There was also evidence of noise during deep breathing however the noise was not oversensed. Lead dislodgement is suspected. Surgical intervention was performed and the lead was successfully repositioned. Besides intervention, there were no adverse patient effects reported. The lead remains implanted and in service.